Manufacturer narrative:
The lot number previously submitted by the user facility was incorrect for the catalog number given. G1, h4 - mfg site should be ni. Date of MFR should be ni. Synthes cannot determine MFR site or date of MFR without a valid lot number.